Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (h3 and h4). The device was evaluated by olympus, and the pull-rod at the distal end is broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to high force. However, the root cause if the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during the transabdominal preperitoneal (tapp) case, the croce grasping forceps could not be opened or closed normally. The metal connection part for strengthening the opening and closing has come off and was suspected to have fallen off. When the net used in the tapp procedure was grasped from the mineyama trocar, it made a noise and broke. The fallen pieces have not been recovered. The patient was examined with a computed tomography (CT) scan and a metal piece less than 2mm in size was found, however it is unknown if the metal piece was a part of the broken device. Abdominal lavage has been performed. The unit was replaced with another one and the procedure was completed.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.